Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, inappropriate automatic mode switching (ams) episodes due to atrial lead noise were observed. Noise was attempted to be reproduced during a follow-up appointment; however, no noise was detected. No intervention was performed, the patient will continue to be remotely monitored.